Manufacturer narrative:
A ge service rep performed an on site investigation. The voltage supply to the monitors was evaluated and reseated. The system was tested, found to be working as intended and returned to service.

Event description:
It was reported that the system would not power up. There is no report of death or serious injury associated with the complaint. This resulted in a loss of imaging functionality.